Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is classified as an import for export, therefore 510k is not applicable.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating, "foggy image", involving pentax model eg29-i10c/serial (B)(4). The event was reported to have occurred prior to a procedure. No other information was provided at the time of the report. The device was returned to pentax medical (B)(4) service center.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzle deformation, the air water channel clogged, and the ccd module defec.. Based on the result, we concluded that it was caused due to the ccd module failure ; however, other failures are not related to the alleged complaint. Correction information: date of event. Follow up #1. Device manufacture date. Coding changed based on the investigation result: health effect - clinical code, health effect - impact code, component code, investigation findings, and investigation conclusions. Additional information: there was no report of patient harm. This event occurred at the time of before use. Type of follow up. This report is being filed as part of the pentax backlog management plan.